Event description:
(B) (4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with unstable angina. The index procedure treated the 80% stenosed, 2.25x12mm target lesion located in the distal left anterior descending (lad) artery. Treatment consisted of pre-dilation with an unspecified balloon and the placement of a 2.25x16mm taxus liberte study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2010, the patient presented with unstable angina, nausea, vomiting and pre-syncope. Cardiac catheterization was recommended and performed the same day revealing a patent study stent located in the distal lad. Following catheterization, the mid lad was treated with the placement of a 2.5x15mm non bsc stent and post dilation with an unspecified balloon resulting in 20% residual stenosis. A non-target vessel in the proximal 1st obtuse marginal branch was treated with the placement of a 2.5x12mm non bsc stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).